Manufacturer narrative:
Patient identifier = (B)(6) and (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter phone = (B)(6). This report is being filed on an international product, list number 07p45-32, that has a similar product distributed in the us, list number 07p45-45. The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using an in-house retained kit of lot 44254be00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I toxo igg, lot number 44254be00, was identified.

Event description:
The customer observed a falsely elevated alinity I toxo igg result for one patient. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID (B)(6) initial result, on (B)(6), was 17.3 iu/ml. The patient was redrawn on (B)(6) 2023 under sample ID (B)(6), and the result was 0.0 iu/ml. The patient¿s previous results were nonreactive with both the alinity I assay on (B)(6) 2022 and a siemen¿s assay in 2019 and 2020. There was no impact to patient management reported.